Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking. The reporter stated that the balloon inside the intermate had burst. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: august 26, 2014 ¿ august 27, 2014. Additional information provided in device evaluated by MFR?, device manufacture date, and evaluation codes. The device was received for evaluation. Visual inspection under magnification revealed fluid inside the housing due to a ruptured bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.